Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time.

Event description:
Patient representative reported right side ¿rupture¿, ¿irregular contours¿, ¿depression¿, ¿pain¿, ¿anxiety¿, ¿after research, the patient found out all those symptoms could have been bia-alcl¿. Patient representative also reported the following events which are not device related ¿heartburn and reflux¿ after the surgery they intensified, requiring endoscopy¿, ¿weaker memory, mild mental confusion, if patient could not do several tasks at the same time¿, ¿strong smell in the head¿, ¿cracked mouth¿, ¿concentration difficulties, frequent forgetting¿, ¿easy tiredness¿, ¿fatigue¿, ¿lactose intolerance¿, ¿evacuates an average of 3-6 times a day¿, ¿migraines¿, ¿frequent headaches¿, ¿allergies such as seborrheic dermatitis¿, ¿contact dermatitis on the side of the nose, ears and corner of the mouth¿, ¿skin allergies, recurrent and without reason¿, ¿presence of pseudocyst formation with pseudopapillary reactivity¿. The device has been explanted.